Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received an unexpected restart alarm after the insulin pump shut off. She also received an external ram crc error and an off no power alarm without a low battery indicator. The customer's blood glucose level was 74 mg/dl. The product was not returned. Nothing further to report.